Manufacturer narrative:
Continuation of d10: product ID 97745bp, lot#/serial# (B)(6), product type accessory. H3: analysis of the 97745bp battery rechargeable li-ion ptm (s/n: (B)(6)) revealed the battery was out of electrical specification due to failed cycle count (should be 150 reads 464), failed state of health (should be >=90% reads 81%), and failed full charge capacity (should be >1240mah reads 941mah). No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported the machine is not recognizing the battery all the time. Patient stated when recharging the controller will turn off and they have to reset the controller more than once to get the controller to recognize the battery pack. Pt stated that the controller would state for them to install the medtronic battery pack even when it was installed. Patient noted the controller turned off all of a sudden when charging the implanted neurostimulator (ins). During the call patient service walked patient through resetting the controller. However, the issue was not resolved. An email was sent to repair to replace the controller. Pt noted that their stimulation had not been providing therapy properly ever since their previous replacement in 2023. They had been reprogrammed a few times since then but they did mention they were still feeling pain. Additional information was received from the patient. Pt called back after receiving replacement controller with continued issues. Patient said they put battery pack in the replacement controller, but the controller would turn off right when they unplug from ac power. Patient said they had to go back to using the old controller to be able to charge the implant some because the replacement controller wouldn't work. Agent had patient examine battery pack and controllers and patient didn't see any damage to battery pack, but pins in the battery compartment of both old and replacement controllers were bent. Agent sent replacement controller and battery pack request to repair in case battery pack caused the damage to battery compartment pins.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6); product type: 0001-accessory brand name; product ID 97745nt (serial: (B)(6); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The device - 97745nt serial number (B)(6) was returned for product analysis. Analysis found bent lithium-ion battery contacts causing charge/power issues. The device - 97745, serial number (B)(6) was returned for product analysis. Analysis found lithium-ion battery contacts broken/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.